Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician had some difficulty accessing the laa of the patient due to their anatomy. After much maneuvering the physician completed the transseptal puncture and positioned the was in the laa of the patient. The wds was then inserted into the was and deployed in the laa. The device did not meet release criteria so it was partially recaptured and redeployed. After the second deployment it was noted that the blood pressure of the patient was dropping. A large pericardial effusion was discovered and the physician performed a pericardiocentesis. Around a liter of blood was drained out of the effusion. After about 10 minutes the effusion had reduced in size and the patient was stable. The patient was observed for another 10 minutes before being sent to the critical care unit for 24 hours. The pericardial effusion resolved and the patient has since been discharged from the hospital.

Manufacturer narrative:
H6: patient codes - cardiac tamponade added.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician had some difficulty accessing the laa of the patient due to their anatomy. After much maneuvering the physician completed the transseptal puncture and positioned the was in the laa of the patient. The wds was then inserted into the was and deployed in the laa. The device did not meet release criteria so it was partially recaptured and redeployed. After the second deployment it was noted that the blood pressure of the patient was dropping. A large pericardial effusion was discovered and the physician performed a pericardiocentesis. Around a liter of blood was drained out of the effusion. After about 10 minutes the effusion had reduced in size and the patient was stable. The patient was observed for another 10 minutes before being sent to the critical care unit for 24 hours. The pericardial effusion resolved and the patient has since been discharged from the hospital. It was further reported the patient experienced cardiac tamponade.